Manufacturer narrative:
Customer returned meter was evaluated using telecare provided test strips and control solution; no meter malfunction was confirmed. Customer returned meter was also tested using an electronic test strip designed to produce a reading near 100 mg/dl. The customer returned meter produced a result of 99 mg/dl when tested using the electronic test strip. No evidence of meter malfunction was concluded based on telcare conducted testing. Customer returned blood glucose meter and test strips were returned to the contract manufacturer for additional testing activities, in order to confirm proper functioning of the device. On (B)(6) 2014, the patient indicated that she was feeling fine since the event. She indicated that the replacement meter and test strips provided by telcare, inc are working correctly; no issues noted.

Event description:
Imp ref# (B)(4)